Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the light emitting diode was faulty due to a failure of the front panel unit. However, a conclusive root cause was not determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, that during the device inspection. The high-flow insufflation unit's front panel light-emitting diode (led) does not light up. The led was dim and was flickering. There were no reports of patient involvement.

Manufacturer narrative:
Corrected g3. Correction is being made to previously submitted g3 - date received by manufacturer which was not late. The correct date was 11/09/2024.